Manufacturer narrative:
Event date is an estimate.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances. It was noted that the patient sustained multiple falls. As result, the lead was explanted and replaced. Effective therapy was established post-operative.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.